Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Customer called to ask about blood in stat-gard sleeve of sensation plus 50 cc. No blood inside the helium tubing. Blood appeared to be all outside of balloon catheter inside the stat-gard sleeve. In picture send by nurse, it appeared the universal sheath seal was not completely seated inside the hemostasis valve on the sheath. It occurred during use and no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field: d7a.

Event description:
N/a

Manufacturer narrative:
Updated fields - a2, b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional information: contact person mail ID: (B)(6). Contact person phone number is (B)(6). Corrected field: d4 lot number and UDI number the product was returned with the membrane completely unfolded and blood on the exterior of the catheter, between catheter and sheath and within the sleeve. The 8fr sheath was returned covering the catheter tubing. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, sheath seal and extender tubing was performed, and no leaks were detected. A kink in the catheter tubing may cause an opening for blood to pass out of the sheath seal into the stat gard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. The reported event cannot be confirmed by the evaluation. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.